Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The analysis indicated the balloon was out of specification as it tested at 71.0 cmh2o. It is rated at 61-70 cmh2o. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) pressure regulating balloon (prb) fell on the floor. A new prb was used to achieve the desired results. Additional information received indicated that analysis results of the prb were out of specifications.